Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and pump had loose drive support cap. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The current blood glucose level was 300 mg/dl. The motor on her pump died last night getting compromised force sensor system alarm. Unable to complete the rewind sequence and got several error last night. Customer reports the following symptoms related to their high blood glucose is tired. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap is sticking out. Customer does not have pump present to troubleshoot. Customer reports going through insulin and replacing her sets frequently due to reservoir being empty. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a compromised force sensor system error alarm during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. Unit was received with missing end cap sticker, minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip and stained address/serial number label.